Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump could not be turned back on, despite attempting to charge the pump. The customer's blood glucose level was impacted (over 400 mg/dl) with ketones. The customer's mother administered a manual injection of insulin.